Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient stated that about two weeks after her battery replacement surgery in march she woke up and had wetness on her sheets. The wetness came from her incision site and the battery felt like it had shifted. Her healthcare provider told her the battery popped out of its capsule. Patient went to have the battery pocket revised so that the battery would not run against the incision and cause discomfort. When the battery pocket was opened, it was suspected there was an infection. The area was cultured and the full system was explanted. No further complications were reported. (Relevant medical history: overactive bladder and allergy to penicillin.)